Event description:
The manufacturer received information alleging an issue related to the device's lcd screen. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue.